Event description:
It was reported that a pt infection occurred. A refill was delayed due to the infection. An x-ray revealed, the tip of the catheter was migrated to the "th12". The catheter was noted as being still in service. The pt did not develop withdrawal syndrome, so the physician decided to observe the pt "for a while". The drug delivered was gabalon (baclofen injection intrathecal). Add'l info will be provided in another follow up report, as it becomes available.

Manufacturer narrative:
(B)(4).